Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The base handle locking screw was found loose due to the handle being closed without the transitional in place, the handle needs to be resized and adjusted to manufacturers specification. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that while setting up for an unspecified case, the locking mechanism on the mayfield ultra base unit ((B)(4)) was loose. The transitional member would not fit into the base unit. There was no patient contact or patient injury and no delay in surgery.